Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The technician in charge traced the failure back to the distribution board. He replaced the part and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A defect of the board led to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code during a maintenance activity at the manufacturer site. A malfunction associated to the patient side cannot be excluded. There was no patient involvement.